Event description:
Per independent repair center statement, unit is alarming or red light and alarm will not function. The key failure is the 4 way valve not shifting fully. Additional malfunction is the power switch is short circuiting/no alarm.